Manufacturer narrative:
(B)(4). The complaint product has not yet been received for evaluation, but is anticipated. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was initially reported that a device's bolus button would not go down after being depressed. It was not latching and the yellow indicator was at the bottom. The pump was used on a patient who was having a left rotator cuff repair. The pump was replaced with a new device and there was no injury reported. It was also noted that the red key was primed and pulled properly. Additional information received on 26-sep-2016 stated that the saf (select-a-flow) rate was unknown. The pump was filled in the pharmacy on (B)(6) 2016. The on-demand button was discovered to be stuck after the surgery.

Manufacturer narrative:
The investigation revealed that the root cause of the reported incident is unknown. The pump was returned for analysis and sample evaluation concluded that no defect was found. The bolus button functioned as intended; the bolus button latched properly and dispensed the medication, there were no issues refilling. Review of the device history record (DHR) identified no issues observed during the manufacturing process which would have contributed to the incident observed; the production lot met all manufacturing and quality specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The bolus indicator received at the top position with the button in the upward position. The saf flow rates were verified for infusion. All the flow rates flowed except 0ml/hr. The button was depressed and expensed. The bolus button latched properly and dispensed the medication, the bolus had no issues refilling. The bolus dispensed 5.02g of fluid. Bolus button testing was performed with the pressure set to 7.94psi. The bolus was detached from the pump and the tubing was bonded back together with a male and female luer using cyclohexanone. The bolus unit was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount of 2.0975g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 5.015g, all results are within specifications. The evaluation summary concludes that the bolus button functioned as intended and observed no issues. During pca safety bolus test and bolus volume testing, results met specifications using the average bladder pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).